Event description:
Home pt (hp) contacted baxter's technical service center of assistance in ending hp's treatment early. Reportedly hp was unable to get the supply bag to fill the heater bag, as a result of this issue, hp decided to unspiked one of hp's supply bags during the treatment. When doing so, hp failed to clamp off the line or pause treatment. In speaking with hp's nurse, hp assured co staff that hp would review proper procedure for disconnection of bags while treatment is in progress with hp as soon as possible. Per nurse, no pt injury or medical intervention was associated with this incident. After repeated attempts to contact hp co staff was unsuccessful. If add'l info becomes available it will be added to the complaint file at the time.